Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 500-600mg/dl. Elevated bg levels were treated by changing out the site, and administering a syringe bolus. System check was performed with tandem technical support, and the pump performed as intended.